Event description:
Pt implanted in lower vermillion border in 2000 with a second implant 4 and a half weeks later and a third implant 11 weeks later (same lot number for all 3 implants). Physician noted discharge/exudate 4 weeks later and started pt on augmentin and had a culture and sensitivity taken. Culture and sensitivity results showed gram stain negative for wbc's with a scant growth of goagulase negative streptococci and klessiella oxytoca. Pt last seen in 4/2001.